Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened and the internal inspection passed. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, the data shows unexpected receiver shut-down. Functional testing was unable to be performed. The reported event of unexpected receiver shutdown was confirmed. The root cause is a bad receiver battery.